Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited inappropriate mode switching due to competitive pacing. No intervention was performed. No further information was available.